Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open yellow (pgnd) wire in the trunk cable. The root cause for the open wire was excessive force. Device evaluation of monitor (B)(4) ius underway. The reported problem (response buttons non-functional) was confirmed. Upon investigation the response buttons were not functioning. The monitor failed a pulse test and displayed a service code 102 (charge profile fault). A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor and electrode belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable) and the monitor response buttons were non-functional.

Manufacturer narrative:
Follow-up report #1: additional information - 11/08/2018: device evaluation of monitor sn (B)(4) was completed. The cause for the response button failure was a disconnected response button cable. The pulse test failure was caused by a physically damaged j1003 pca connector. The monitor showed signs of having experienced a severe impact. The root cause for the disconnected response button cable and damaged j1003 pca connector was excessive force. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open yellow (pgnd) wire in the trunk cable. The root cause for the open wire was excessive force. Device evaluation of monitor sn (B)(4) ius underway. The reported problem (response buttons non-functional) was confirmed. Upon investigation the response buttons were not functioning. The monitor failed a pulse test and displayed a service code 102 (charge profile fault). A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor and electrode belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable) and the monitor response buttons were non-functional.